Event description:
It was reported that the customer was admitted in the hosp for mild dka. The pump was not available to perform any troubleshooting at the time of call. Additionally, the customer's family member indicated that the cannula was crimped but no alarms were triggered.